Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to insufficient reprocessing or handling. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found foreign material coming out of the forceps channel. The evaluation found that the bending section cover of the device chipped, and the bending angulation was insufficient due to stretched wire. Additionally, there were scratches on the scope connector, light right angulation control knob, universal cord and the upward and downward knob. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope had air and water leakage. Upon inspection and testing of the returned device, it was observed that foreign material exiting from the forceps channel which was caused by insufficient cleaning. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.